Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the patient experienced a broken vectra plate which required revision surgery on an unknown date. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An investigation of the complained event was conducted and it states that the screws had been stripped from the vertebral body bone. Since the concerned implants were not returned for analysis and the exact article and lot numbers are not known, the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding the complained failure. Not able to give a conclusive statement. Placeholder.